Event description:
The facility representative reported an as50 infusion pump with a condition of plunger clamp is broken. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device has been received, but this pump is no longer supported. No evaluation will be conducted. A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed revealing the data card has been discarded per doc 20j's retention period.